Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient made a mistake, touch contamination and by not wearing a mask, which led to the reported event. The patient was hospitalized for peritonitis, but the treatment was not reported. At the time of this report, the patient had not yet recovered from peritonitis. The pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.